Event description:
(B)(6) 2022, hcp reported that a patient had experienced migration and extrusion of molded pdo threads. (B)(6) 2022, hcp requested assistance from our medical director who assessed the event and advised directly on the protocols, explaining it could have been a technique error. Hcp disagreed and claimed it was a design issue instead. Our medical director confirmed that using the correct protocol should prevent any issues. (B)(6) 2022, after multiple attempts to gather information, the hcp confirmed the patient had three threads that extruded, and one remained in situ but had significant migration. No additional information or status of the patient was provided.